Event description:
The blood glucose monitoring device display shows a missing "hundreth" digit. Reporter stated a reading of 144 mg/dl shows up as a 44 mg/dl reading. Reporter indicated being unsure if the pt was treated. It was reported when the MFR gathered further info, it was determined the pt had the reading stored in the memory and was treated with dietary adjustments and a dextrose IV after a reading of 45 was obtained which was stored as a 145 mg/dl in the device memory. Reporter indicated controls were run prior to the alleged test and both passed. A request was made for the return of the suspect device and replacement product was sent.